Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would not go into safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would not go into safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.